Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in a left anterior descending artery, the voyager rx ruptured below rated burst pressure. The balloon was completely removed from the body without difficulty and there was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.